Event description:
The customer reported the light was not turning on when plugged in; the Gastrointestinal Videoscope was not connecting to the monitor, and it was glitching. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for evaluation, and the customer allegation was confirmed.Based on the results of the investigation, the probable root cause was component failure, the plug unit was bad.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor the field performance of this device.This MDR was submitted during the system outage from July 22, 2026, to July 27, 2026, which may result in a delay of receipt of all of the acknowledgements.